Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an error code 52 and 54. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field safety engineer was dispatched to investigate the unit. Upon inspection of balloon pump, unit was functional. After further inspection in service menu the unit was showing electrical test fail code # 54 & 52. Unit was unable to replicate error. Attempted to re-calibrate drive transducer several times with no success. R216 (offset) potentiometer was corroded and non functional. Front end module was then replaced. Completed cardiosave repair to factory specifications. Device passed all functional corroded components. The fat performed a visual inspection and found the part to havand safety tests according to factory specifications. Device was returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received pcb,front end module, with a reported unit failure of error codes 52 and 54. Also unable to calibrate drive transducer due to e corroded potentiometers. Fat will not install and test due to the physical damage on the board. Verified the part had the corrosion on components but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.